Event description:
An olympus representative reported to olympus, on behalf of the customer, the cap fell off when removing the evis exera iii duodenovideoscope from the patient¿s mouth at the end of a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The cap was found inside the patient¿s mouth. The physician successfully retrieved the cap by hand. The procedure was completed with the same device without delay. There was no patient injury. The following medwatch reports are related: patient identifiers (B)(6) (maj-2315) and (B)(6) (tjf-q190v, this report).

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was not returned, a definitive root cause could not be determined. However, it is likely the following caused the event: a) the cover was inappropriately attached. B) the cover had crack and/or pinhole. C) chemical solutions such as anti-fog agent adhered to the cover, which caused it to break. Olympus will continue to monitor field performance for this device.